Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. No anomalies were found. Visual summary analysis indicates apparent explant damage. (B)(4).

Event description:
It was reported that, postoperatively, the right ventricular (rv) lead displayed high and rising thresholds thought to be related to a micro dislodgement; a lead revision was scheduled. During the lead revision, there was difficulty repositioning the lead and several unsuccessful placement attempts were made. The lead was explanted and replaced. No patient complications have been reported as a result of this event.